Event description:
The patient reported that they had much more energy prior to the pacemaker implant and now they feel as though they have "really gone south and don't feel well". The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.